Manufacturer narrative:
Continuation of d10: product ID a810, serial# unknown software version# 2.0.1460, product type software. Section d information references the main component of the system. Other relevant device(s) are: product ID: a810, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a foreign healthcare provider (hcp) via a company representative (rep) regarding a patient receiving morphine (1,2 mg/ml, 0,4 mg/day continuous rate) via implanted infusion pump. It was reported that the hcp was unable to update pump after programming boluses with myptm. Error code 338 was identified reporting interrupted connection. The connection to the pump had been interrupted ending the session. The application needs to be restarted. The hcp force stopped the medtronic communication manager (via tablet settings-applications-medtronic communication manager-force stop). Restarted the tablet and started a new interrogation session. After that procedure, the pump was updated and myptm paired with the pump. It was unknown if there were any environmental/external/patient factors that may have led or contributed to the issue. The issue was resolved at time of report. The patient's other known medications at time of the event was bupivacaine 2,3 mg/ml. The patient's age, weight, and medical history were asked, but unknown. The patient's status at the time of the event was alive - no injury. Additional information was received from a company representative (rep). It was reported that the tablet was updated to the most recent software version prior to programming.